Event description:
It was reported to philips that the allura's wireless footswitch would intermittently lose connection. No harm was reported. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the issue occurred while the system was in clinical use, and the procedure could be completed using the available wired footswitch. A philips service engineer (fse) inspected the system on site and identified that the wireless footswitch was in error mode, resulting in a connection loss. The wireless footswitch and base station were replaced and returned for analysis. Functional tests showed that the wireless footswitch failure was caused by an electronic defect. After replacement of the footswitch and base station, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the system's instructions for use, the wired footswitch should be connected to the system if the wireless footswitch is not functioning. The wired footswitch was available for the customer to continue the procedure. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome. Health impact code was corrected.

Manufacturer narrative:
The event should not have been reported to FDA. The event occurred after implementation of the correction 3003768277- 2021/10/29-004-c, and thus the malfunction with the wireless footswitch would not cause or contribute to a serious injury. Specifically, philips installed new firmware, confirmed that a back-up wired footswitch was installed with the system, inspected the wireless foot switch, and provided an updated instructions for use of the system detailing the appropriate instructions on charging and handling the wireless footswitch. Accordingly, the user reported that even though the wireless footswitch may not have been operating it was able to successfully complete the procedure using the now mandatory back-up wired footswitch.